Manufacturer narrative:
The service evaluation identified a e433 error as the generator board was deemed defective. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Olympus (obl) was informed that the customer high frequency electro-surgical generator unit reportedly had an ¿e172¿ error code displayed. The unit was returned for service/repair. Upon inspecting and testing, a e433 (reportable) error was identified. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error code e172 was unable to be duplicated. It¿s likely the error (e172) was triggered by high resistance at the connection between the connection cable and the motherboard, as well as at the connection between the connection cable and the low voltage power supply (lvps). Furthermore, it¿s likely there was contact erosion on the lvps, mother board contacts, and connecting cable contacts generated by an increased electric current over time which caused the high resistance and could lead to error (e172). The root cause of the error code e172 was unable to be identified. The error code e433 was confirmed during evaluation and it¿s likely the error occurred due to a faulty generator board. However, additional probable causes for error e433 include: the user activates the foot switch while the generator is booting. Faulty foot switch. Defective cable connection between hvps board and generator board. Defective hvps board. Defective motherboard. Defective relay board. The root cause of the error code e433 was unable to be identified. During investigation, it was also noted that there was damage to the front panel. This defect is not considered severe enough to cause a potential adverse event. E2 / e3: three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.